Manufacturer narrative:
Device analysis and investigation is in-process.

Event description:
It was reported the following: physician was able to complete the procedure. Patient is doing well; however, the nose of the stent post deployment wa getting stuck prior ro post dilation. He used a 3.5 balloon free in a moderately calcified lesion, followed with a 5.5 balloon. During the deployment process the stent did jump but did not mis the (stenosis) lesion, however it did not deploy at the desired location and had to expand the stent. The physician used a competitor stent to cover the proximal common carotid. The physician did not experience resistance. The nose cone is bulky per physician.

Event description:
It was reported the following: physician was able to complete the procedure. Patient is doing well; however, the nose of the stent post deployment wa getting stuck prior ro post dilation. He used a 3.5 balloon free in a moderately calcified lesion, followed with a 5.5 balloon. During the deployment process the stent did jump but did not mis the (stenosis) lesion, however it did not deploy at the desired location and had to expand the stent. The physician used a competitor stent to cover the proximal common carotid. The physician did not experience resistance. The nose cone is bulky per physician.

Manufacturer narrative:
Device analysis and investigation is in-process. Supplemental follow up report. A root cause investigation was conducted for this event. The device was not returned for analysis. An internal lot record review was performed. A root cause for the difficult deployed stent could not be found and either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device FDA code 67.